Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764r, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 9735999r; product ID: 9736411; product ID: 9735818, serial/lot #: unknown. H3: the system was serviced in the field and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. D9, h2, h3: the hardware (9735764) was returned and analysis was performed. At start of burnin test, several usb ports (6) failed to function. The computer did boot up and received an image to the monitor when main power was applied, but did not experience a blue screen upon boot up. All other aspects of the burnin test passed. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp all functioned correctly. The sound functioned on the hdmi and dp ports. Codes b01, c02, d02 are applicable to this analysis. The hardware (9735818) was returned and analysis was performed. The I/o panel was replaced as part of a computer upgrade. There was no issue with this panel. Codes b01, c19, d14 are applicable to this analysis. H6: multiple annex g codes were reported. G02007 corresponds to concomitant product 9735764r that comprises the reported event. G0200702 corresponds to concomitant products 9735999r and 9736411 that comprises the reported event. G04096 corresponds to concomitant product 9735818 that comprises the reported event. Multiple fdd/annex a codes were reported. A1102 was coded for the error message. A110201 was coded for the blue screen and startup issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was booting into a blue screen displaying an error message "system has detected an issue at startup and is attempting to restart". The site could not proceed to the clinical application. Appeared to be third occurrence. No patient present. Troubleshooting was performed, the field representative (rep) tried rebooting the system serval times with no resolution. The rep also tried unplugging the camera cart and another component with no resolution. The probable cause was noted to the a faulty solid state drive or computer.

Manufacturer narrative:
H3: the solid state drive (ssd) was returned to the manufacturer for analysis. The ssd was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.